Event description:
Customer called to report that insulin pump has stopped working. Customer reported that last blood glucose reading was 246 mg/dl. However, customer stated that blood glucose rose over 500 mg/dl during the night. Customer also reported a that insulin pump has a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).